Manufacturer narrative:
On 5-aug-2020, the suspected medical device was returned for evaluation. On 19-aug-2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected. After a thorough analysis, mentor was unable to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was found that b.1. Is product problem was not filled in on the initial report. The field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with a mentor cpx4 with suture tabs tall height smooth expander and experienced postoperative right-sided deflation. As a result, the patient underwent explantation on (B)(6) 2020.